Event description:
Pt experienced respiratory arrest following approx 40cc overinfusion of demeral. History stored in pump indicated only two doses delivered: 1. Initial bolus. 2. One dose administered by pt. Mixture within syringe indicated approx 40cc less than data stored in pump history. Suspect possible free flow occurrence due to the fact that syringe plunger had not descended. Nurse stated there was a large air bubble between the mixture and plunger. Nurse also indicated that the pump door was locked during this time.